Event description:
The customer stated a falsely elevated potassium result was generated on the architect c8000. A patient generated an initial result of 6.4 mmol/l and upon repeat, yielded values of 4.2 and 4.3 mmol/l. The sample was tested on another c8000 with a result of 4.2 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4); high test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
The customer indicated the ict aspiration pump 1 ml syringes were leaking as evidenced by a white deposit below the plunger shown to abbott field service (fs). Abbott fs checked the instrument and could find no obvious issues other than a bit of residue under the ict syringe and that preventive maintenance (pm) was overdue. The system logs were reviewed but did not provide any information to aide in determining a specific cause for the discrepant high potassium result, but sample related issues could not be ruled out. The service history for (B)(4) reveals several possible contributing factors, including over due field service preventive maintenance, sample integrity and/or handling, pooling of ict reference solution, dirty ict probe, expired diluted bulk solutions, and leaking ict syringes. A field service pm was performed on (B)(4) 2012 and the subsequent service history includes no recurrence of any assay result related issues. A review of architect c8000 complaint and trending data did not identify any issues or adverse trends related to the current complaint. Labeling in the architect system operations manual and ict sample diluent package insert is adequate with regard to testing samples, system maintenance, and troubleshooting the customer's issue. Based on the available information reviewed an adverse trend of issues and/or a deficiency of the c8000 is not identified.